Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits though it was confirmed that lead impedance values were outside of normal limits while implanted. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reported clinical observations could not be confirmed upon analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon the patient's presentation to the emergency room for heart failure this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements; a lead fracture was suspected. Further review of data stored to the patient's device noted a steady increase in impedance measurements over the prior 2 years in addition to large r-wave amplitude and elevated pacing thresholds. A revision procedure was subsequently performed wherein the device was explanted and rv lead surgically abandoned; a new system was then implanted. No additional adverse patient effects were reported. This system is no longer in service.